Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was received with moisture damage on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of moisture damage and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer reported that the buttons are not responding. The customer was advised that it can be caused by humidity or moisture entering the pump through cracks. The customer noticed fog behind the screen when the buttons stopped responding. The customer will be sent a replacement pump.